Event description:
The customer reported the sys failed to boot up. There are no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.